Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 14-103650, shell, lot # 538800.

Event description:
It was reported that a patient had undergone a primary hip arthroplasty, and the locking ring had disengaged from the liner. The liner was removed and sent back to the facility. Surgery was completed with a different liner. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the liner scallops were impacted and showed severe damage. The locking feature on the liner was damaged and gouged. The included ring showed nicks and dents. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.